Manufacturer narrative:
A siemens customer service engineer (cse) evaluated the instrument data logs and did not find any error messages or indication of an instrument malfunction. The cause of the discordant vancomycin (vanc) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low vancomycin (vanc) patient result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported out of the laboratory. The pharmacy questioned the result. This caused the laboratory to repeat the sample on the same instrument and an alternate dimension vista 500. Both repeated results matched and were higher than the initial result. There are no reports of patient intervention or adverse health consequences due to the discordant result.